Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided a4: patient weight: unknown / not provided g4: premarket identification PMA/510(k) #: k011028/k013227.

Event description:
(B)(6) reported that after implantation mount does not disengage from implant. Patient referred pain. Procedure was completed with another implant and delayed 20 minutes.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvb10 (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual evaluation was performed, the implant has minor signs of use and was attached to its bundle mount. During a functional test the mount wouldn¿t disengaged from the implant. DHR review was completed for the subject lot number 1287655. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1287655 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : does not disengage/release¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, applying to much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The mount would not disengage from the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h11: additional narrative. This supplemental is being reported as retraction since this event (B)(4), MFR number 0001038806-2026-00148 was identified as a duplicate of (B)(4), MFR number 0001038806-2025-03295. No additional report will be submitted for (B)(4).

Event description:
No further event information is available at the time of this report.